Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient sated the cgm was displaying 110 mg/dl throughout the night. On the morning of (B)(6) 2019, his sister said when she asked him questions, he was awake but non-responsive and shaky, so she called the paramedics. It was indicated that his blood sugar was tested, and the bg meter was displaying 35 mg/dl. His sister treated him by giving him glucose pills, juice and crackers. When the paramedics arrived, he was feeling better and they did not provide further treatment; however, they did test his blood sugar and the meter was reading 75 mg/dl. At the time of contact, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.